Event description:
The customer requested to have the device serviced for calibrations and/or repair. No specific allegations were made, and the customer did not report any functionality loss. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 3 was found slightly bent.

Event description:
The customer requested to have the device serviced for calibrations and/or repair. No specific allegations were made, and the customer did not report any functionality loss. The device was not in use on a patient.